Event description:
It was reported that the lead had decreasing impedance measurements. The lead had been programmed to unipolar with an impedance of 333 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was flexed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.